Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock, while performing a cardioversion. A back-up device was used for the remainder of the event. The patient survived the reported event.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock, while performing a cardioversion. A back-up device was used for the remainder of the event. The patient survived the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. A review of the electronic records determined that the reported issue was caused by use error. It was observed that the amplitude of the qrs complexes of the ECG trace was low, causing the device to display only 8 sync markers in the 60 seconds between the charge complete and the charge removed events. The shock button was not pressed while the sync markers were displayed, therefore no shock was delivered. The customer did not follow the operating instructions, which state to "observe the ECG rhythm. Confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations (for example, on the t-wave), adjust ECG size or select another lead.¿ physio-control observed proper device operation through functional and performance testing and returned the device to the customer for use.